Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-01081. The device was discarded by the hospital.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils and a ruby coil detachment handle (rh1). During the procedure, the physician was unable to detach a ruby coil using a rh1; therefore, the ruby coil was removed. The procedure was completed using a different coil. There was no report of an adverse effect to the patient.